Manufacturer narrative:
If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
New information indicates that this lead was extracted without incident.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedances and loss of capture (loc). The patient is not pacemaker dependent. No adverse patient effects were reported. Surgical intervention is pending.